Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer experienced a signal loss alarm issue with the freestyle libre 2 sensor. Due to the loss of signal, the low glucose alarm failed to trigger and customer experienced dizziness, confusion, and dry mouth. Customer was unable to self-treat due to their symptoms and treated with glucagon injection by third-party. There was no report of death or permanent injury associated with this event.